Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. The customer stated they fell off the bed prior to being hospitalized. The customer was treated with insulin at the hospital. Customer reported having low blood glucose from user error. The customer also reported another low blood glucose event in (B)(6) 2014. Customer stated they declined the paramedic's assistance during this event. The insulin pump will not be returned for analysis.